Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that, during testing, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit failed to automatically inflate during power-on and startup testing, resulting in an automatic inflation failure alarm. There was no patient involvement, and no patient harm was reported. The unit was evaluated using a test balloon, and the reported issue was confirmed. The drive valve assembly was replaced, which resolved the issue. The unit passed all functional tests and, following several hours of additional testing, was confirmed to be operating properly and returned to the user.